Manufacturer narrative:
E1: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient went to the hospital via emergency medical services on (B)(6) 2018. He was diagnosed and treated for diabetic ketoacidosis there. He was hospitalized for two days. Blood glucose levels were 582 mg/dl at the time of event. Patient was given intravenous insulin as treatment in the hospital and was monitored until his blood sugar levels stabilized. He was then discharged on (B)(6) 2018 from hospital. No further information available.